Manufacturer narrative:
A request for the return of the device has been made. A f/u report will be filed upon completion of an evaluation or if any add'l info becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The baxter rep called stating he had been advised by the facility that a colleague triple channel pump had failed all channels with fc 16:310 during pt use. The facility reports the pt was in surgery infusing epinephrine, norephrine and phenylephrine (concentration, dose, rate and volume unknown) when the 2nd colleague pump failed with fail code 16:310 and all three channels failed. The pt's blood pressure dropped and unknown interventions were administered to restore the blood pressure. This is the second of three events that occurred on this date, for this pt.